Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and model umber has been requested, but the reporter has not provided add'l info. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional report an alleged leak with a lap-band access port. The port was explanted and replaced. The leak was first noted when the physician "aspirated the port and it was missing saline." A fluoroscopy was conducted that "saw extraversion along tubing" and the doctor "knows there was a leak." Health professional reported that there was a "hole in tubing proximal to the connector."